Manufacturer narrative:
Investigation summary. Optical sensor issue/false alarm: clinical details report position in aorta alarms on 5/oct. Position was confirmed to be good via echo. Data logs were reviewed and the alarms were confirmed on 5/oct. Around midday; while running at a constant p-2, a concentration of the alarms began to trigger. They were all short durations (<1 min) suggesting that the pump was on the borderline of the condition to trigger the alarm. All optical signal metrics were stable and within expected range. An rt log of one of the periods of alarms confirmed that the mc and ps waveforms were in proper phase. However, it was noted that there was a slight drop in mcmax values whenever the alarm would trigger. The mc values were within the expected range for p-2, but the delta (mcmax-mcmin) would drop from ~60 ma to ~40 ma. When mc modulation would increase, it was noted that there were 500 rpm shifts up in the ms. The pump had been at p-2 for almost 24 hours before the alarms began to trigger. An early p-2 rt log was reviewed, and the same alternation between larger/smaller mc modulation was noted, however, it appeared that the frequency of the larger amplitude mc was more consistent, therefore, reducing the number of times the modulation dropped below the threshold, so the alarm didn't trigger. This supports the idea that the pump was at the borderline condition of triggering the alarm. There is potential that the alarms were false triggers based on the fact that clinical details reported that the pump was correctly positioned and that the alarm triggering criteria can be more sensitive at a low p-level (p-2). However, limited clinical information provided that would explain why the shifts in mc/ms were occurring. Product was not returned for investigation. Since data log review was inconclusive based on the clinical details provided and product wasn't returned for investigation, the cause of the false positioning alarms could not be determined. Major bleed: clinical details report that 1 unit of blood was given overnight due to a possible gi bleed on 5/oct. The cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1885302. Device history batch: subcomponent: na. Device history review: pump sn (B)(6) passed all post-sterile inspection checks.

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock¿and with low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. The patient was placed on cardiac bypass for triple coronary artery bypass grafting with atriclip and following the procedure the patient was implanted with an impella 5.5 via direct aortic insertion for weaning off bypass. On day 2 of impella 5.5 support, the patient had an increased amount of drainage from the chest drain and required two units of red blood cells. On day 4 of support, the patient experienced a possible gastrointestinal bleed. The patient was transfused with one unit of red blood cells and the patient¿s bivalirudin was withheld. The same day, the medical team had concerns for an impella in aorta alarm. An echocardiogram was performed and clearly showed the impella was across the valve. The medical team was instructed to disable the alarm. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.